Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 250 mg x 14 doses and is recovering from the event. The peritoneal effluent culture result was positive for coagulase negative staphylococcus, and the nephrology nurse practitioner assigned a suspected causality to the transmural migration of bacteria from the bowel to the peritoneum, due to constipation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2022 and is continuing the same antibiotic course. No follow-up culture or cell count has been obtained to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy using the liberty select cycler, liberty cycler set and the events of constipation, peritonitis, indicated by abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to the patient¿s prolonged constipation. Per the pdrn, the events are unrelated to the utilization of any fresenius product or device. Staphylococcus is one of the most common organisms causing gram negative peritonitis. Gastrointestinal complications are known to commonly occur in patients with renal failure. Based on the information available, fresenius product or device can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product or device deficiency, malfunction caused or contributed to the serious adverse event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 250 mg x 14 doses and is recovering from the event. The peritoneal effluent culture result was positive for coagulase negative staphylococcus, and the nephrology nurse practitioner assigned a suspected causality to the transmural migration of bacteria from the bowel to the peritoneum, due to constipation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2022 and is continuing the same antibiotic course. No follow-up culture or cell count has been obtained to date.